Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, the patient presented asymptomatic with an incidental finding of a type iiia endoleak and component separation between the bifurcated device and limb stent graft. The physician elected to treat the patient by implanting an additional afx limb device on (B)(6) 2020. The patient was reportedly in stable condition. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type 3a endoleak and iliac limb implant separation event is unconfirmed due to a lack of the relevant medical information. The secondary endovascular procedure was performed on the (B)(6) 2020. Device, user, procedure or anatomy relatedness of this event could not be determined. Procedure related harms for this event post the secondary endovascular procedure were ischemic left leg requiring additional surgical procedures and acute respiratory failure which were resolved during the hospital stay. The final patient status was discharged on the 14th hospitalization day to a skilled nursing facility. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: h6: result remove code 3233. H6: conclusion remove code 11.